Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, version#: 2.1.0. H3, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a0908 - inaccurate registration a0907 - no registration a1102 - registration error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. It was reported that they were having issues with lowering overall registration error (~4.5mm). Technical services (ts) recommended using 3 point touch or manually adding touch points if additional tracing did not improve accuracy. Site noted that some trace points would map inaccurately after tracing. Site attempted registration with 3 point touch but was unable to achieve passing registration. Site swapped back to trace only and manually added touch points. Site was able to achieve a 1.9mm registration error and were satisfied. Length of delay was unknown. Impact on patient outcome unknown.

Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Based on the information provided, the user manually added touch points, resulting in a 1.9 mm registration error. According to the case information, another registration method resolved the issue. There is no indication that a software anomaly contributed to the reported behavior. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this event occurred intra-op of functional endoscopic sinus surgery (fess). There was less than 10 minute delay and no impact on patient outcome.